Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt. The tip of the cold jaw silicon was peeling along the tip and sides. The jaws were bloody. Based upon the visual observations, the reported complaint for "silicon coating peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot fell off outside the pt. A new kit was used to complete the procedure. There were no pt effects. The product was returned.